Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the dist in (B)(6). "Ventilator's touch screen is not working when touched to any part of the screen. There is a spot like things on the screen. The picture of the screen is attached. The defected front panel serial number is (B)(6) with revision e."

Manufacturer narrative:
(B)(4). The foreign dist determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The foreign dist was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign dist for the return of the alleged faulty front panel assembly for eval. As of (B)(6) /2015, the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Failure analysis: vela front panel p/n 16558 s/n (B)(4) was received on rga (B)(4) and routed to the carefusion failure analysis lab for evaluation. The front panel was visually inspected and the reported problem of a spot on touch screen was observed. The front panel was installed on to a known good unit and performed the touchscreen calibration test which failed. Note: removed touchscreen and inspected with microscope. Note: microscope shows touchscreen touchpad film wear due to the screen being pressed by a pointed/sharp object therefore causing tear in film and contaminant leakage in between touch film and glass. Findings/root-cause: problem was duplicated and isolated to wear by use of pointed/sharp object on the touch screen.